Manufacturer narrative:
H10: the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilators touchscreen was faulty. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The replaced touchscreen was returned for internal failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed into the failure investigation test ventilator in an attempt to duplicate the reported problem. The ul_lr and ur_ll resistances were out of specification.